Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, surgeon said the second firing with black reload wasn't complete. The inner most row was intact, but the middle and outer had unformed staples. First firing and second firing black (malformed staples), third through fifth firing gold (used with the same device). Surgeon completed the case with the same stapler and then over sewed the staples line. There were no patient consequences reported.